Manufacturer narrative:
Reported event: an event regarding pain and revision involving an unknown shell was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "x-ray image confirmed left hip poly wear and revision of liner and shell" but deemed the information insufficient and rejected it for a medical review. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. It was reported that patients' was revised due to pain and polyethylene wear. The provided medical information was submitted to a consulting clinician who confirms revision of shell. The exact root cause of pain could not be determined because the insufficient medical information was provided. Further information such as revision operative report, clinical and past medical history and follow up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Not available.

Event description:
As per case study, patient presents pain, polyethylene wear, lysis.